Event description:
Complainant alleged that during biomed testing, when the user attempted to increase the defibrillator energy, the device inappropriately charged. The complainant indicated that there was no pt involvement in the reported malfunction.